Manufacturer narrative:
Device exposed to a strong electromagnetic radiation which caused the malfunction: see safety instructions in IFU 647g750-02-1106: "magnetic interferences. The joint can malfunction when near high-tension power lines, transmitters, transformers, CT scanners, or other sources of strong electromagnetic radiation (such as security systems for goods in department stores). This can cause the patient to fall. Avoid proximity to strong magnetic and electric interference sources (e.g. Transformer stations, high-powered radio or television transmitters)."

Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after additional information has been obtained.

Event description:
The user fell down twice. The first time, he did not consult an expert at that time. The second time, 3 days after the first fell, he has bring back the knee to the reeducation center to informed them about the 2 fell. According to the user: "fell following a failure of the knee, was in bike mode following to the first fell 3 days earlier." The knee was blocked in bike mode (after the 1st fell) and the walking mode is not calibrate anymore. Information received on 2017-10-24: rupture of the ligaments in the right shoulder. The doctors are still looking for the extent of the injuries sustained. Pain in the right shoulder, rupture of the long head of the brachial biceps, rupture of the right shoulder rotator cuff, under investigation on the extent of the lesions.